Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with excessive damage at the proximal end where bunching and overlapping of the stent struts was evident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). Predilation was performed using a 2.5x15 emerge¿ balloon catheter. A 4.00mmx28mm promus premier¿ stent was selected; however, the device was unable to cross the lesion. The stent was then removed from the patients body. A 4.0x15 nc quantum balloon catheter was used to dilate the lesion. The 4.00mmx28mm promus premier¿ stent was reintroduced into the guide. However, prior to exiting the guide it was noticed that the stent was compressed on the proximal end. The stent was removed from the patient's body and the procedure was completed with 4.0x28 stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). Predilation was performed using a 2.5x15 emerge¿ balloon catheter. A 4.00mmx28mm promus premier¿ stent was selected; however, the device was unable to cross the lesion. The stent was then removed from the patients body. A 4.0x15 nc quantum balloon catheter was used to dilate the lesion. The 4.00mmx28mm promus premier¿ stent was reintroduced into the guide. However, prior to exiting the guide it was noticed that the stent was compressed on the proximal end. The stent was removed from the patient's body and the procedure was completed with 4.0x28 stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).